Manufacturer narrative:
The reported event of noise was confirmed. A partial lead was returned in seven pieces. Visual inspection of the lead found two external insulation abrasions consistent with friction to another device or feature of the heart breaching the outer insulation and exposing the outer coil distal to the suture sleeve tie impression. In one of the locations the outer coil was abraded/separated. The cause of the reported event was isolated to the abrasions breaching the outer insulation and exposing the outer coil.

Event description:
Related manufacturer report number: 2017865-2023-05567. It was reported that noise was present on the right atrial (ra) lead. A sudden rise in pacing and high voltage lead impedance was observed on the right ventricular (rv) lead in early (B)(6) 2023. Noise leading to two inappropriate high voltage shocks was observed on the rv lead. A rv lead fracture was suspected. The patient presented at the hospital for lead extraction and replacement. During the procedure, while extracting the rv lead with a philips tightrail, the patient's blood pressure dropped significantly and the tightrail sheath appeared to bend outside of the cardiac silhouette. A bridge superior vena cava (svc) balloon was deployed in the vessel to stop blood flow. The patient developed a cardiac tamponade with pulseless electrical activity (pea) and chest compressions were started. The backup cardio thoracic (CT) surgery team was called and the patient underwent a sternotomy. The patient's (svc) was noted to have been torn during the extraction. The damaged svc was grafted by the CT surgeon. The remaining ra, rv, and left ventricular (lv) leads were extracted with the chest open. The patient was stable prior to the procedure, unstable following the svc tear and deceased following the procedure. The physician reported the cause of death was due to the extraction procedure, ruptured svc complicated by a cardiac tamponade and organ failure. The physician did not allege the device or leads contributed to patient death.